Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn stated the patient was training on peritoneal dialysis (pd) therapy and there was no missed treatments. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: three companion samples were received. A visual inspection as performed and no damage was found on the cassette file> the sample was found to be acceptable. A function test was performed with a cycler. No leaks were detected. There was no moisture found when the cassette was removed from the cycler. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.